Event description:
On (B)(6) 2010, the pt was implanted with an scs system. It was reported that the pt could not feel the stimulation. An x-ray was taken and revealed that two contacts were out of the connector. On (B)(6) 2010, the pt was revised. The doctor attempted to reconnect the extension, but was unable to. The extension was explanted and replaced. The pt is currently satisfied with the stimulation.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The extension was visually inspected and it was noted that the lead was returned incomplete and was broken. Wires were exposed from the extension header and the set screw had been removed. Functional testing could not be performed on the incomplete extension. Conclusion: the cause of the reported complaint could not be confirmed. As received the extension was returned incomplete and with broken wires. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.